Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 99% stenosed target lesion located in the severely tortuous distal right coronary artery. After pre-dilation, the physician attempted to place a 2.5x16mm taxus liberte stent but was unable to cross the target lesion. The procedure was successfully completed with another unspecified device resulting in 0% residual stenosis. No patient complications were reported and the patient's status is fine.